Event description:
Medtronic received information from a spouse regarding the death of the patient after surgery to replace this bioprosthetic valve, which had been implanted ten months and was not functioning properly. The patient expired the day after the device was explanted. The spouse stated that the death may or may not be related to product quality. The cause of death is unavailable.

Event description:
Additional information was obtained that this device was replaced with another manufacturer¿s 21 mm homograft, and that this device would not be returned for analysis. It also was reported that two of the device's leaflets had failed, leading to the device explant/replacement. The reported cause of death was biventricular failure.

Manufacturer narrative:
Without the return of the device, a root cause of the non-function leaflets could not be determined. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Additional information has also been requested to confirm the cause of death. Should the product be returned or additional information be received, a follow-up report will be submitted.